Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device leaked a black, ink-like liquid from the unit and a site change leaked, after which the user experienced high blood glucose readings up to 400 mg/dl with alerts for levels above 300 mg/dl for over 90 minutes. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary impairment requiring user intervention and use of backup therapy without hospitalization or external assistance. Investigation included review of the event description, confirmation of device malfunction indicators, and verification of shipping and return for evaluation. Investigation of this case revealed a suspected hardware failure affecting the device enclosure or screen integrity with loss of water resistance, consistent with fluid ingress or component delamination, which compromised device functionality. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure leading to compromised housing integrity and malfunction.